Manufacturer narrative:
(B)(4). The service engineer inspected the device and verified the customer's complaint. The ventilator's bezel was cleaned and the ventilator was run for three hours with no reported malfunction. The ventilator then passed all performed tests.

Event description:
It was reported that the ventilator touch screen was blocked while in patient use. The patient was transferred to an alternate ventilator without any reported harm.